Manufacturer narrative:
Following our received one opened/used simplera sensor and one opened/used simplera serter. Performed a visual inspection of the sensor flex for any physical damage and none were found. Checked the transmitter casing for any physical damage and none were found. Then, performed a visual inspection on the serter product for physical/cosmetic damage (dents or cracks on the serter shell/cap-tyrek), none were found. The unit was able to download trace through (the blue dongle download station) (utilizing synergy prod download tool 1.1a). Unit was able to download trace and termination result. First term reason: eol. First term reason descriptor: sensor product performed as expected within the product expiration date. Analysis revealed that the sensor reached expected end of life. Per product labeling the sensor should be used within the 7 days. Therefore, the termination is not related to the alleged event. In summary, the customer complaint of unexpected sensor alerts is not confirmed, the unit is working as expected according to the termination results of the synergy prod download tool 1.1a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a difference in sensor glucose vs blood glucose values. The customer reported no adverse event. The event involved product mmt-5120c1. Troubleshooting was performed and the discrepancy between sensor glucose and blood glucose values was not within range. The sensor glucose value from the reported event was 92 mg/dl. Blood glucose value from the reported event was 129 mg/dl and the difference was greater than 30%. No harm requiring medical intervention was reported. No product return is required for mmt-5120c1.